Manufacturer narrative:
H.6. Investigation: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10

Event description:
It was reported that the bd viva¿ pen needles broke during use, and others failed to deliver insulin. The following information was provided by the initial reporter: the patient contacted the prescription ordering direct service to order more pen needles. They told the call handler that their last prescription for bd viva pen needles (dated 21/05/2020) had a large number of defective needles. They found that a large number were visibly bent and some were breaking when used. Others were successfully inserted but no insulin would come out. The patient has also notices that some are causing pain where others don't and some cause bruising to the skin where others don't. The patient has been using these needles for 4 years, and has always found them to cause intermittent bruising. The patient finds that there lots of bruising to the legs and stomach with use of some of the needles. These needles also cause pain while using them.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd viva¿ pen needles broke during use, and others failed to deliver insulin. The following information was provided by the initial reporter: the patient contacted the prescription ordering direct service to order more pen needles. They told the call handler that their last prescription for bd viva pen needles (dated (B)(6) 2020) had a large number of defective needles. They found that a large number were visibly bent and some were breaking when used. Others were successfully inserted but no insulin would come out. The patient has also notices that some are causing pain where others don't and some cause bruising to the skin where others don't. The patient has been using these needles for 4 years, and has always found them to cause intermittent bruising. The patient finds that there lots of bruising to the legs and stomach with use of some of the needles. These needles also cause pain while using them.